Event description:
It was reported that a patient underwent a small intestine resection surgery procedure on (B)(6) 2026 and suture was used. During the procedure, at 17:30, the integrity and expiration date of the suture outer packaging were checked before surgery, and it was used after confirmation. During the surgery, the doctor found that the problem of pulling off suture needle happened during the process of suturing the surface of the skin, and immediately stopped the operation, replaced the suture with a new one to continue suturing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - did this event contribute to any patient adverse event? If yes, please explain. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.